Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 43 mg/dl a few nights ago. Customer stated the insulin pump notified him with a low blood glucose alarm and sensor reading was 79 mg/dl. Customer stated that he noticed the double arrows to show change of rate and was able to treat low blood glucose. Customer woke up next day with blood glucose of 125 mg/dl. Customer declined to be transferred to help line. No further information provided.